Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported an air in line error that will not go away despite cleaning the sensors, which was not reproduced during evaluation. A review of the event history log identified an air in line error that will not go away despite cleaning the sensors as air in line messages. The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line error that would not go away despite of cleaning the sensors. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.